Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
The patient¿s pump had been flipping at times. The patient noticed the pump flipping with the last two refills. On (B)(6) 2015, the patient was taken to surgery to further tack down the pump. When the pump was being repositioned, the pump segment of the catheter broke off approximately 2 inches after the pump connector. This section was removed and a new pump segment of catheter was added. There was no lapse in therapy for the patient; the patient continued to receive effective therapy. The patient had no symptoms or complications associated with the event. There were no further concerns following the procedure. The patient status was reported as ¿alive-no injury.¿ the device system was delivering preservative free normal saline.